Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of stent difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent was placed to treat a malignant stricture in a patient with ¿end stage cancer¿. The patient¿s anatomy was not tortuous. No issues were noted during stent placement. Post-procedure, exact date unknown, it was reported that the stent was causing trauma to the duodenal wall opposite the stent. On (B)(6) 2014, during an ercp procedure, the physician was unable to remove the stent. The physician used an apc device to cut the end of the stent to make it shorter to prevent further trauma to the duodenal wall. The stent remains implanted to complete the procedure. Reportedly, the patient's trauma has been resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.